Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient continued to experience pain. And he had a surgery on (B)(6) 2015 at (B)(6) and another mesh was implanted. No additional information was provided.